Event description:
End user called for assistance using the device. Troubleshooting by phone showed that the device was out of calibration. The device was replaced and the defective one returned for investigation.